Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds) and watchman access system (was). The wds was inserted into the was using a wet to wet connection. A contrast assessment of the wds was performed and air bubbles were visualized in the wds. A syringe was connected to the wds stopcock and the air was aspirated. Contrast assessment was performed and no additional air was visualized in the wds system. The closure device was deployed. During evaluation of release criteria st elevation occurred. St elevation resolved without intervention after two (2) minutes. The closure device met release criteria and was successfully released. During an echocardiogram following release of the closure device, air was visualized in the aorta. Over the course of a few minutes, the air dissipated and no qrs waveform changes were noted. Neurological evaluation of the patient during recovery identified normal motor and cognitive function. No patient complications were reported.